Manufacturer narrative:
Device data logs and perfusion data from the reported event were provided and reviewed. Analysis of the data indicates normal device parameters. In the final hour of perfusion, a decrease in arterial flows was noted with a corresponding increase in portal flow. There was nothing to indicate a device issue.

Event description:
During the initiation of perfusion, the arterial flow fluctuated between 0.2 and 0.3 l/min. Approximately three hours into the perfusion, while the liver was in transit, it was observed that the arterial flow had decreased to between 0.1 and 0.2 l/min, although no low flow message codes were triggered at that time. Upon returning to the hospital, message code 390 (indicating low hepatic artery flows) was briefly triggered. Troubleshooting steps and recommendations were provided to the device user. The user assessed the liver as biochemically appropriate and decided not to take further action at that moment. However, the arterial flow continued to fluctuate. Approximately six hours later, the initial recipient facility opted not to transplant the liver due to the inability to adequately assess arterial flow. Consequently, the liver was reallocated to a different recipient site, where it was successfully transplanted.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.